Event description:
It was reported that there was white, floating particulate matter inside of a large volume infusor. The device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 14n028 was manufactured from december 12, 2014 ¿ december 13, 2014. The device was inspected at the baxter dublin compounding center. A visual inspection revealed particulate matter in the device. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.